Manufacturer narrative:
This report is filed august 29, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, january 29th, 2016. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. On (B)(6), a procedure to rotate the skin-flap with skin grafting was performed. The implanted device remains.